Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The patient discarded all test strips, so none were available for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Upon review of the meter's patient result memory, the alleged value of 2.5 inr measured on (B)(6) 2018 was not observed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:30 a.m. On (B)(6) 2018, a sample from this patient was tested using the meter, resulting with a value of 2.5 inr. The test strip lot number in use at the time of this measurement is unknown. At the same time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.9 inr. At 8:30 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.6 inr. The test strip lot number in use at the time of this measurement was 391903-11. At the same time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.9 inr. The patient did not use alcohol to prepare his finger prior to sample collection. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is once every 2 or 3 weeks.